Manufacturer narrative:
Event summary: it was reported that a cook single-use holmium laser fiber was being used for a lithotripsy procedure when the fiber tip broke. The laser fiber was detected, aiming was turned on, and the laser unit was switched to 'ready'. The laser worked as intended for approximately 5 minutes before the user noted the glass fiber tip had broken off. The tip fragment was removed with an unspecified stone extractor; no part of the device was left in the patient. A new laser fiber (273 micron fiber) was opened to complete the procedure. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), quality control, and interview personnel, as well as a visual inspection of the returned device, were conducted during the investigation. A device failure analysis was conducted as the device was returned by the customer. The clear tip was measured to be approximately 3mm. An inspection of the tip under magnification yielded the observation of the tip being broken and cracked. The customer complaint was confirmed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU contains the following information related to the reported failure mode. ¿warnings: do not bend fiber at sharp angles.¿ ¿precautions: never subject fiberoptics to sharp bends in handling, use, or storage¿ ¿how supplied: upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned device, and the results of the investigation, the cause of the failure mode was unable to be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a cook single-use holmium laser fiber was being used for a lithotripsy procedure when the fiber tip broke. The laser fiber was detected, aiming was turned on, and the laser unit was switched to 'ready'. The laser worked as intended for approximately 5 minutes before the user noted the glass fiber tip had broken off. The tip fragment was removed with an unspecified stone extractor; no part of the device was left in the patient. A new laser fiber (273 micron fiber) was opened to complete the procedure. The patient did not experience any adverse effects due to this occurrence.